Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted a technical support engineer (tse) and reported that an error repeatedly occurred on the integrated electrosurgical unit (iesu) when firing monopolar. The customer had swapped to using the force triad generator to continue the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced iesu generator due to errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu generator was analyzed and found the system logs showed frequent errors. Testing reproduced startup and iesu logs contained errors. No visual damage was identified. The probable root cause of error is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.